Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring ¿low¿ on the blood glucose meter (=20 mg/dl). The patient reportedly did not experience any symptoms suggestive of hypoglycemia. The patient reportedly treated the hypoglycemia with intake of juice and discontinuation of insulin pump therapy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting of the insulin pump was completed by animas customer support and did not reveal any discrepancies after review of the basal and bolus programs and delivery records and determined the pump was functioning as it should. The health care provider and reportedly made adjustment to the basal rate in the pump. During troubleshooting, it was revealed the patient had a change in medication, a change in stress level and a change in pain level. In addition, the patient was found to override the dosage recommended by the bolus calculator feature and made incorrect manual calculation of dosage. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a combination of diabetes management issues with training/misuse issues. Product return is not required/expected.